Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 288 mg/dl. The customer changed supplies resumed insulin therapy prior to calling. Reportedly, the customer was reusing cartridges which is considered off label per tandem user guide.

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.